Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 6-months post-op: patient reports difficulty with adl¿s, moderate pain, and severe tingling. No significant findings on the x-ray. 1-year follow-op: patient reports moderate difficulty with adl¿s, severe pain, and mild tingling. No new onset of nerve palsy. Reactive callus on side of prosthesis noted on the x-ray. 3-year follow-up: moderate difficulties with adl¿s, and moderate tingling and pain. No significant findings on the x-ray. 5-year follow-up: severe difficulties with adl¿s, and severe tingling and pain. Treatment is a series of suprascapular nerve blocks. Referred to physio. No radiographic findings have been reported. Admitted as a day case patient for her third series of three right sided suprascapular nerve blocks. The procedure was carried out in the pain theatre under ultrasound control. It was uneventful and the patient was discharged home safely. Overall she has had a good response to the injection. She will be reviewed in the clinic in four months' time. The reported event is confirmed as the medical records stated that the patient experienced pain and neurovascular damage. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: compr srs prox bdy - lg 42mm cat: 211218 lot: 990150. Compr srs mod stem - 6x75mm cat: 211230 lot: 778450. Comp rvrs shldr glnsp std 36mm cat: 115310 lot: 838930. Comp rvs tray co 44mm cat: 115370 lot: 287200. Arcom xl 44-36 std hmrl brng cat: xl-115363 lot: 998050. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient is experiencing severe tingling and pain in right shoulder that interferes with daily living post revision procedure. The patient has received a series of suprascapular nerve blocks and referred to physio, outcome still pending. No additional complications have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00659, 0001825034-2023-00661, 0001825034-2023-00664, 0001825034-2023-00678, 0001825034-2023-00680. Concomitant medical product(s): compr srs prox bdy - lg 42mm cat: 211218 lot: unknown; compr srs mod stem - 6x75mm cat: 211230 lot: unknown; unknown glenosphere; unknown tray; unknown bearing. Report source foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product remains implanted.